Event description:
It was reported that a homechoice cassette was missing a patient line protective pull ring cap. This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: upon further review of this report, it was determined that there was no suspect device reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b3: remove february 24, 2022. This event occurred on an unspecified date should additional relevant information become available, a supplemental report will be submitted.